Event description:
Pump was reported to have a cartridge change error, and the customer also experienced a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components related to the cartridge and pneumatic tap but the attempt to load the cartridge onto the pump was unsuccessful. Consequently, technical support decided to replace the pump.